Manufacturer narrative:
The device was returned with the cannula assembly fully deployed and the needle completely retracted. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the cannula dislodging could not be determined. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the adhesion issues could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 26 mmol/l (468.5 mg/dl) and upon inspection it was noticed that the pod had fallen off which caused the cannula to come out of the skin. The pod was worn between 4 and 24 hours on the abdomen.